Manufacturer narrative:
Upon receipt, the external pacemaker including the redel adapter was subjected to an extensive analysis. Within this analysis the device was visually, mechanically and functionally inspected. The quality documents associated with this device were re-investigated. The review of these quality documents did not show any deviation. During the analysis, the clinical observation could be confirmed. The external pacemaker did not meet the specified 30-second backup-pacing time. A damaged capacitor of the backup-pacing function was identified as the cause for this behavior. However, apart from the backup-pacing time, the device worked as expected. The ability of the device to sense cardiac signals as well as to deliver anti-bradycardia therapy was tested and proved to be fully functional. The external pacemaker could be successfully repaired. Afterwards, the device proved to be fully functional. All measurement results were within the specifications. The redel adapter returned with the external pacemaker was investigated. The analysis of the redel adapter did not indicate any malfunction. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices.

Event description:
It was initially reported that the battery test failed for this device. Further information from user report received on (B)(6) 2024 indicate that the device was connected to an ICU patient and stopped pacing immediately after removing the battery instead of back up pacing for 30 seconds which is why the event became reportable.